Event description:
In 2001, the international distributor informed the manufacturer's representative of the following: both balloons has been inflated in the pt's body and leaked. Looks like the top of the balloon became loose. The pt had no calcified arteries.